Event description:
On (B)(6) 2013 during the patient¿s implant surgery after the generator and lead were connected and multiple clicks were heard when the torque wrench was used, the septum plug popped out of the generator. The surgeon elected to implant the generator as the lead pin had already been inserted. He stated that he was able to secure the septum plug back into the generator. A system diagnostic test was performed at this time while the generator was outside of the pocket and the results were output=ok/lead impedance=ok/impedance value=2157ohms/eri=no. The device was then programmed to output=2ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=0.2min. The generator was programmed off and placed in the pocket. Another system diagnostic test was performed and the results of this test were output=ok/lead impedance=ok/impedance value=1661ohms/eri=no. It was further stated that there was no mishandling or user error that may have caused or contributed to the septum plug popping out of the generator. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Manufacturer narrative:
.